Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Patient reported a left side deflation and a exchange from textured to smooth devices due to patients concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on posterior. Leak test and microscopic analysis was performed which identified: sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reported a left side deflation and a exchange from textured to smooth devices due to patients concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported a left side deflation and "concern with the product." Device has been explanted.